Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: product code: mpvr4960. Batch/lot number/expiry: qmbbrjq0. Number of foils involved: two boxes of 36 foils. Product issue: suture would break while pulling tissues together and at the suture/needle junction. Patient outcome: managed patient medically with alternative methods. What was done to address the product issue additional sutures required. Date/time of issue occurring frequent. Is impacted product available for collection unfortunately not. Is remaining box available for collection unfortunately not. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please assist us to clarify on quantity of affected devices with suture breakage issue. How many devices that had suture breakage issue during the surgery? Please clarify. It was reported that ¿the needle not being reverse cutting¿ please clarify whether there was any issue associated with the needle curvature or did the needle bent during the procedure? Are there any photos for visual analysis?

Event description:
It was reported that a patient underwent an unknown procedure in 2021 and suture was used. During the procedure, the suture broke. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # :(B)(4). Date sent to the FDA: 9/27/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Additional information: h6. Additional information was requested and the following was obtained: response to additional information request from jjm rep; it¿s been a little while now so my memory will only be able to answer a small amount, but please see below the answers I can answer for you the total number of patients where the issue had occurred? Unsure at this stage. If more than one, could you please provide procedure date and details if available? Unsure at this stage. How many devices that had suture breakage issue during the surgery/per patient? Unsure at this stage. Any adverse event to patient reported? No. It was reported that ¿the needle not being reverse cutting¿ please clarify whether there was any issue associated with the needle curvature or did the needle bent during the procedure? Yes ¿ the normal cutting creates too much pull on the mucosa while suturing post-oral surgery and can tear through the tissue when creating tension. The result is a suture that has to be placed in a non-ideal position. No adverse patient reactions reported post-healing thus far.